Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, an unspecified channel of the device was programmed to deliver normal saline at a rate of 999 ml/hr, with a vtbi (volume to be infused) of 1000 ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the device indicated the delivery was complete; however, the nurse noted there was approximately 700 ml remaining in the saline container. The device was reprogrammed and therapy resumed using the same device. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, channel a of the device delivered a measured volume of 20.45 ml from an expected delivery of 20 ml and channel b of the device delivered a measured volume of 20.44 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service ctr. A review of the device history indicated channel a of the device was programmed on (B)(6) 2012 at 1459, an unspecified primary IV fluid, 1000ml, at a rate of 999ml/hr and the delivery was started. At 1559, an end of infusion alarm occurred, a volume infused of 1000ml is indicated and the alarm was cleared. At 1605, a vtbi of 300ml was programmed and the delivery started. At 1623, an end of infusion alarm occurred, cleared and a volume infused of 1301ml is indicated. At 1624, a vtbi of 100ml was programmed and the delivery started. At 1630, an end of infusion alarm occurred and a volume infused of 1401ml is indicated and kvo delivery began. At 1638, the delivery was stopped, end of infusion alarm cleared, cassette ejected and the program cleared. This report represents all the info known by the reporter upon query by hospira personnel.